Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) artery. The 4.0x19mm graftmaster covered stent was implanted at a pressure of 18 atmospheres (atms) and sealed the perforation. However, the graftmaster stent implanted expired on (B)(6) 2023 and this was not detected by the physician. The use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - use after expiration / use above rated burst pressure. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 30- april-2021 with an expiration date (use by date) of 31-march-2023. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2023. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The investigation determined the reported device expiration issue and expansion above rbp appears to be related to a use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.